Event description:
A hospital in (B)(6) reported that a flexitrunk infant nasal tube was "torn" during the night while in use on a patient. The hospital further reported that the tubing appeared to "have been pulled very hard or been stuck in something". The hospital also stated that bcpap therapy was still being applied successfully to the patient after the tear had been taped up.

Manufacturer narrative:
(B)(4). Method: the complaint flexitrunk nasal tubing was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the breathable film of the flexitrunk was torn at the distal end of the tubing. A lot check could not be performed as no lot number was provided. Conclusion: the root cause of the damage to the flexitrunk tubing on the patient interface cannot be determined, but the customer has confirmed that the problem was found during use on a patient and that the tubing may have been pulled or caught, so rough handling by the user is the likely cause. We have only received three other complaints for damage to the bc181 tubing. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product" a caution insert to remind the user to take extra care when handling the flexitrunk has been included in the packaging since 18 april 2011.